Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 220mg/dl. Supply changes were performed to address the occlusion alarms and the contact reported the customer had been working closely with their healthcare provider regarding the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The pump t: connect logs were reviewed and the occlusion alarms were verified. Reportedly, the customer reverted to manual injections for insulin therapy.